Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The insulin pump alarmed no delivery during fixed prime. Customer stated he was not able to manually fill the tubing. The customer was advised to do complete set change and call back when the issue reoccurs. No further information provided.